Event description:
It was reported that balloon rupture occurred. Vascular access has obtained via the v side center approach. The target lesion was located in a shunt in the left forearm vein. After a guidewire was passed through the lesion, a 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.